Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Arthritis of the knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initial (B)(6), with left gonarthrosis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc, 2 ml. Synvisc was given weekly between (B)(6) 2011 and (B)(6) 2011. The pt experienced arthritis of the left knee on (B)(6) 2011. The action taken with synvisc treatment was not provided. The pt's outcome for the event was recovering as of (B)(6) 2011. Concomitant medications were not provided. The reporting physician assessed the relationship between the synvisc and the event as definitely related. Spontaneous report received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.